Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 13.1 mmol/l versus 31.0 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 58%. Patient did not experience any adverse events.